Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing and product development investigations were performed for the subject device (head removal tool, part 03.632.045, lot 9935191). The returned instrument was forwarded to the supplier where the complaint condition was confirmed and found to not be related to a manufacturing related issue. Photographs of the returned instrument were examined by synthes customer quality where the complaint condition was able to be confirmed. No definitive root cause was able to be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review, device history record review and manufacturing investigation were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Manufacturing investigation results: after performing an exhaustive inspection of the returned materials and a comprehensive review of raw material and outside processing supplier, manufacturing, and inspection records it is the conclusion of this investigation that no product or manufacturing nonconformance was discovered which could reasonably be an assignable cause of the described device function failure. The investigation included an attempt to verify all feature qualities of the returned assembly and its constituent components to their respective specifications. In the cases where direct measurement of feature quality was possible, all features of the connecting end of the device were found to be conforming. Some features were in such a state of damage that no reliable measurements could be performed, and, as such, verification of conformance could not be performed by direct measurement alone. In these cases, evidence of conformance was found in the manufacturing and inspection records for the lot from which the device originated. For all ctq features, evidence of conformance was confirmed in the form of inspection records of each ctq feature for every part of the lot. For all other features of the connecting end of the device, record of sample inspections confirmed conformance of the entire lot. Additionally, the two functional tests required of the assembled devices- that the assembly operates "free and non-binding" and the inner shaft projection amount- were confirmed as conforming both by direct measurement of returned device and by inspection records of the conformance of each assembly of the lot from which the returned device originated. Product development investigation results: in each instance the device is utilized for the removal of polyaxial heads from implanted pedicle screws. After examining photographs taken by the supplier, it was confirmed that a portion of the distal outer shaft was broken; fragment returned. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and current revision. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Part 03.632.045, supplier lot 9935191, synthes lot 9935191: release to warehouse date: july 08, 2016. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a removal surgery due to adjacent intervertebral disc disorder, it was difficult to connect the screw head and the remover. After trying several times, metal fragments were falling from the tip of the instrument. None of the metal fragments were retained in the patient. It was noted no additional medical intervention was needed. Surgery was successfully completed; a spare instrument was used. No other medical intervention was required. There was a surgical prolongation of five (5) minutes reported. Concomitant device: screw (part/lot unknown, quantity 1). The need for the removal procedure due to adjacent intervertebral disc disorder is being captured under linked complaint (B)(4). (B)(4).